Event description:
The customer reported that he was hospitalized for high blood glucose levels above 500 mg/dl. The customer also had ketones. The customer previously called to report no delivery alarms. The customer did not want to troubleshoot at the time of the call. The customer only stated that he continues to have no delivery alarms, and wanted the problem fixed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.